Event description:
It was reported that following a recent implant procedure, prior to discharge, it was noted during interrogation that the right atrial (ra) lead was dislodged. The ra lead was repositioned successfully on (B)(6) 2025 and remains implanted. The patient was stable before, during and after the procedure.